Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg), along with pocket site discomfort secondary to ipg protrusion. The patient underwent a revision procedure wherein the ipg was re sutured in place. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.